Event description:
The account alleged that the head down function would not operate electrically or mechanically due to a bent retracting frame. No injury reported.

Manufacturer narrative:
The account will be replacing the retracting frame to resolve the issue.